Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine device change out procedure, the pulse generator exhibited loss of output after exposure to electrocautery. The device was explanted and replaced. The patient was doing well and would continue to be monitored.